Manufacturer narrative:
(B)(4). The device was not returned. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported post implant of a laparoscopic adjustable band; the band had to be removed due to erosion. The patient presented with unexplained weight gain. On (B)(6), 2010. A scope was performed and determined the band had eroded into the stomach. The band and port were removed at a later date. The patient had four fills. The exact date and amounts are unknown. There was 3.5cc in the band when it was removed. The patient is currently okay. There were no other problems while the band was implanted. Both the port and the band were discarded.